Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported that a portion of the white straw (advancer tube) of a mynx vascular closure device (vcd) that held the glue was missing and the sealant leaked. The user did not shuttle down completely which resulted in a failure to deploy. Manual compression was applied for an unknown duration to achieve hemostasis. The vcd was being used in conjunction with a 6f procedural sheath introducer for closure following an electrophysiological procedure. There was no patient injury noted. Additional information was requested but was unknown. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the catheter shaft was cut near the green shuttle handle. The advancer tube was found inside the shuttle cartridge tubing. Sealant was separated from the returned device. An 8f terumo procedural sheath introducer was returned with the device. A review of the manufacturing documentation associated with lot f1720704 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The event reported as ¿failure to deploy and sealant leaked¿ was not confirmed due to the dissected and separated device components. The probable cause of the reported event experienced by the customer could be that the user did not follow the instructions for use (IFU). An 8f terumo procedural sheath introducer was returned with the device. The mynxgrip device is indicated for 6f/7f only. The sealant will not be of sufficient size to seal against the 8f arteriotomy site. Procedural factors and handling process may have contributed to the event as reported. Neither the device history record review nor the product analysis suggests that the event experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that a portion of the white straw (advancer tube) of a mynx vascular closure device (vcd) that held the glue was missing and the sealant leaked. The user did not shuttle down completely which resulted in a failure to deploy. Manual compression was applied for an unknown duration to achieve hemostasis. The vcd was being used in conjunction with a 6f procedural sheath introducer for closure following an electrophysiological procedure. There was no patient injury noted.